Event description:
A complaint was received regarding no response when pressing the adc device button or by the test strip. As a result, in "march," the customer had a loss of consciousness and was provided unspecified treatment by an hcp for hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "it was in march". All pertinent information available to abbott diabetes care has been submitted.